Event description:
The device involved in this MDR report was explanted 16 months after implantation and returned for analysis because failure to charge was observed during follow up: it should be noted that this behavior was not related to any shock therapy.

Event description:
The device involved in this MDR report was explanted 46 months after implantation and returned for analysis because failure to charge was observed during follow up; it should be noted that this behavior was not related to any shock therapy.